Event description:
The handpiece was returned to the MFR, and during the eval the device ran without activation. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was returned to the MFR. During the eval a run-on condition was found and then reported. Based on the investigation details, the likely cause was a broken trigger and problems with the leafspring and rotation pin, which were each replaced along with other components. The device will be repaired and returned to service.